Event description:
Rn noticed a lot of fluid on the floor and traced the source bag to the therapy inlet line junction at the bottom of the nxstage fluid warmer. A visible stream/spray was seen with therapy fluid leaking out.